Manufacturer narrative:
Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. It was reported that the bag port was a user error. The bag port manifold was recommended for replacement to resolve the reported issue.

Event description:
The hospital reported a broken bag port, preventing manual ventilation. There was no report of patient involvement.